Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp.

Event description:
The device only provided stimulation for one year. It was replaced in 2009. The pt's outcome was reported as "ok'.